Manufacturer narrative:
The 16fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: kink on sheath about 2.5¿ distal from the tip, sheath is fully expanded and tip opened as designed, circumferential liner delamination, liner is bunched near the distal tip and marker band is present. There was no other abnormalities noted. Imaging was provided and revealed that the sheath was deformed with the delivery system still inserted and attempting withdrawal and patient tortuosity within the access vessels was noted. Functional or dimensional testing was not due to the nature of the complaint. A device history record (DHR) and lot history review was not performed as the lot number was not provided. For the same reason, the effective revisions at the time of complaint occurrence were referenced. The inspections and tests described below are representative of the processes that the sheath would have undergone during manufacturing. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft components, the liner seam and the tip are inspected for defects per procedure. During final assembly, the esheath is visually inspected by both manufacturing and quality per procedure for defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for sheath kink resistance, and abnormalities such as liner tears. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint.   The IFU for esheath and training manual were reviewed for guidance and instruction involving the esheath and delivery system. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completed unflexed prior to removal. In addition, the training manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section (have an appropriate dilator ready to occlude the vessel if required). Based on the review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time the complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per reported event, ¿after the implant of the valve, the physician noted a difficulty arose in pulling the delivery system back through the sheath. The delivery system seemed to be stuck and couldn't be moved back or forth.¿ although the exact patient vessel characterization was not provided, per the returned fluoroscopy imagery the patients access vessel did have some degree of tortuosity present. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Such may result in the distal end of the delivery system catching onto the sheath tip. Evaluation of the device indicates the delivery system was caught on the sheath tip. If the delivery system is caught on the sheath tip during retrieval, and force/manipulation is used to troubleshoot the difficulty, this may result in delamination and kinking of the sheath. In this case, available information suggests that patient (tortuosity) and/or procedural (delivery system withdrawal difficulty / excessive device manipulation) factors may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There was no labeling, training, or IFU deficiencies identified or manufacturing non-conformances were identified; therefore, neither corrective/preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015619-2020-13986. The investigation is ongoing.

Event description:
Engineering observation pre-decontamination of the returned esheath revealed circumferential delamination of the sheath and confirmed the sheath kink.  As reported by our german affiliate, during a transfemoral tavr procedure, post deployment of the 29mm sapien 3 valve there was difficulty removing the delivery system through the sheath resulting in injury to the femoral access site. The delivery system seemed to be stuck and was unable to be moved. Two guidewires were used to carefully remove the delivery system through the 'sluice'. After the sheath was removal, a femoral injury occurred due to the increased diameter of the sheath. Surgical intervention was performed on the patient's femoral access site to close it. The patient was stable and transferred for post management care. As reported, there was no residual fluid left inside the balloon prior to withdrawal.  Per report, the perceived cause was the sheath. Per, fluoroscopy the sheath was deformed and appeared to almost crack open. In addition, the cause for the femoral injury was the calcification in the vessels.